Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in my iliac fossae irradiating to my back and lower extremities"), dysmenorrhoea ("dysmenorrhea"), suprapubic pain ("suprapubic pain irradiating to epigastrium"), menstruation irregular ("irregular periods"), menstrual disorder ("increased clots") and anaemia ("chronic anaemia"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel sulphate allergy test positive"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, suprapubic pain, allergy to metals, menstruation irregular, menstrual disorder and anaemia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, anaemia, dysmenorrhoea, menstrual disorder, menstruation irregular, pelvic pain and suprapubic pain with essure. The reporter commented: the device was inserted, apparently with no complications, the device was removed by her decision. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2012: positive for nickel sulphate. Ultrasound scan vagina - on (B)(6) 2010: (no result was provided). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-aug-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of groin pain, abdominal discomfort, low back pain, dyspareunia, anxiety, neck pain, chest pain, nausea, candidiasis and toothache. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain lower ("pain in my iliac fossae irradiating to my back and lower extremities"), dysmenorrhoea ("dysmenorrhea"), suprapubic pain ("suprapubic pain irradiating to epigastrium"), menstruation irregular ("irregular periods"), menstrual disorder ("increased clots") and anaemia ("chronic anaemia"). On (B)(6) 2012 she experienced allergy to metals ("nickel sulphate allergy test positive"). Essure was removed on (B)(6) 2020. An unknown time later she experienced heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to anaemia, menstruation irregular, abdominal pain lower, allergy to metals, dysmenorrhoea, menstrual disorder, pelvic pain or suprapubic pain. The reporter commented: the device was inserted, apparently with no complications, the device was removed by her decision. Easy placement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Allergy test] on (B)(6) 2012: positive for nickel sulphate. [Ultrasound scan vagina] on (B)(6) 2010: (no result was provided). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2022: pfs and mr received : event "menorrhagia", medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 654833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included toothache, vulval candida, nausea, chest pain, neck pain, anxiety, dyspareunia, low back pain, abdominal discomfort and groin pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in my iliac fossae irradiating to my back and lower extremities"), dysmenorrhoea ("dysmenorrhea"), suprapubic pain ("suprapubic pain irradiating to epigastrium"), menstruation irregular ("irregular periods"), menstrual disorder ("increased clots") and anaemia ("chronic anaemia"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel sulphate allergy test positive"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, suprapubic pain, allergy to metals, menstruation irregular, menstrual disorder, anaemia and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, anaemia, dysmenorrhoea, menstrual disorder, menstruation irregular, pelvic pain and suprapubic pain with essure. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: the device was inserted, apparently with no complications, the device was removed by her decision. Easy placement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Allergy test - on (B)(6) 2012: positive for nickel sulphate. Ultrasound scan vagina - on (B)(6) 2010: (no result was provided). Lot number:654833 manufacture date: (B)(6) 2009 expiration date: (B)(6) 2012 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("chronic anaemia"), menstruation irregular ("irregular periods"), abdominal pain lower ("pain in my iliac fossae irradiating to my back and lower extremities"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("increased clots") and suprapubic pain ("suprapubic pain irradiating to epigastrium"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel sulphate allergy test positive"). The patient was treated with surgery (essure removal via bilateral salpingectomyon (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, anaemia, menstruation irregular, abdominal pain lower, allergy to metals, dysmenorrhoea, menstrual disorder and suprapubic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, anaemia, dysmenorrhoea, menstrual disorder, menstruation irregular, pelvic pain and suprapubic pain with essure. The reporter commented: the device was inserted, apparently with no complications, the device was removed by her decision. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2012: positive for nickel sulphate. Ultrasound scan vagina - on (B)(6) 2010: (no result was provided). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.